Event description:
During initial implant of ncp system, patient experienced asystole during intraoperative lead test. Duration was approximately 15 seconds. Atropine was administered and heart rate returned to normal. Stimulation was initiated at a lower setting (0.25 ma) and no decrease in heart rate was noted. Stimulation was increased to 0.5ma and no decrease in heart rate was noted. Stimulation was increased to 0.75ma and heart rate decreased from 70 to 62 beats per minute. Stimulation was increased to 1ma and heart rate decreased from 70 to 64 beats per minute. A final lead test was performed prior to closing the patient and heart rate remained in 70's. Patient suffered no post-operative complications and was discharged to home with the device left off. Patient's device was activated two weeks post-operatively with no complications.